Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1.) When was the needle keeps disengaging from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. - during the use on the patient. Reports by cst and md was that the needle would ¿pop off¿ of the suture when the md pulled mild tension after his pass through the tissue. 2.) How many devices demonstrated the alleged deficiency during the same procedure? - it was reported to me that at least 3 suture packets experienced this issue during the referenced procedure. 3.) Did the event occur during one or multiple patient procedures? - it was reported to me that this occurred in multiple procedures. At least two, with a potential for a third, but was unclear. 4.) What is the total number of procedures? - it was reported to me that this occurred in 2-3 procedures. 5.) What is the total products that demonstrated the alleged deficiency during each procedure? - it was reported to me that there were 2+ suture packets that experienced this issues across 2-3 procedures. 6.) Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - not to my knowledge, no. 7.) Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided . - product has been returned via shipping materials that were provided to me. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported to the dl per account the needle keeps disengaging from the suture. It happened multiple time within this box during the procedure. No adverse impact patient/user. No product returning. It was mentioned that this has happened more than once but an exact number of events was not provided. There were no adverse reported. Additional information was requested.